Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (9 mg/ml at 5.2936 mg/day) and bupivacaine (30 mg/ml at 17.645 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the pump was interrogated on (B)(6) 2018 and multiple pump motor stalls were noted in the logs going back to (B)(6) 2018. No patient symptoms were reported. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The issue was not resolved at the time of the report. Pump replacement was scheduled for (B)(6) 2018 due to motor stall. It was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(4) implanted: 2013-(B)(6) explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial/lot# (B)(4), ubd 2015-(B)(6), UDI# (B)(4) h3 ¿ conclusion code 67 is for the pump and conclusion code 22 is for the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-nov-2018 at which time it was reported that the pump was explanted. It was noted that the pump was very entwined in a pouch. The catheter would not come off of the pump, so the catheter connector was revised. Upon explant, the pump¿s alarm began going off. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. Analysis of the catheter revealed no significant anomaly; catheter sc connector coring-tears-cuts in seal. Conclusion code is for the pump and conclusion code is for the catheter. If information is provided in the future, a supplemental report will be issued.